Event description:
It was reported that the ilet operating with a dexcom g7 continuous glucose monitor (cgm) experienced persistent cgm signal loss to the pump after initial replacement of sensor despite correct sensor code entry, multiple sensor toggle restart attempts, ilet restarts, and re-entry of the pairing code. Symptoms included lack of cgm glucose availability. Outcomes included use of bg run mode and reliance on fingerstick testing while the user pursued additional sensors and a dexcom replacement. Customer support included guided troubleshooting, confirmation of alert settings, device restarts, and re-pairing attempts with the documented g7 pairing code. Investigation of this case revealed ongoing communication failure between the cgm transmitter and the ilet without evidence of pump alarm malfunction, consistent with cgm signal loss to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was a cgm-to-pump communication issue.